Event description:
The pt was admitted to the hosp with a myocardial infarction and was found to have left ventricular failure and subsequently went into cardiogenic shock. An intra-aortic balloon pump catheter was inserted on 4/3/98 and the pt was placed on inotropic support. On 4/6/98 the pt was noted to be hypotensive, despite inotropic medication, and was diagnosed with septic shock. Several hours later, blood was noted in the pt's balloon pump catheter and the balloon pump was placed on standby. The pt subsequently expired prior to the catheter being changed.